Manufacturer narrative:
Lead model 3998, serial# (B)(4), implanted: (B)(6) 2008; recharger model 37752, serial# (B)(4), implanted: (B)(6) 2008; programmer model 37743, serial# (B)(4); extension model 3708260, serial# (B)(4), implanted: (B)(6) 2008; adaptor model 3550-29, lot# n157064, implanted: (B)(6) 2008. (B)(4).

Event description:
It was originally reported that there were coupling/communication issues. The last successful recharge session was 2 to 6 months ago. The ins was overdischarged. The patient attempted to recharge but was unsuccessful. It was reported 2 days later that the patient was able to charge his device to full but when it was interrogated the ins was discharged. It was confirmed that he experience increased pain. This was the first overdischarge of the ins and patient compliance was the cause. A successful physician mode recharge (pmr) was performed and all his programs were saved. On (B)(6) 2012 the ins would not hold a charge. After fully charging his ins, the battery was almost completely empty in less than 15 hrs. He was going to see his doctor for a consult to replace his ins.